Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) experienced autofill failure. There was no injury or harm reported.

Event description:
It was reported that during routine check no patient involvement cs100 intra-aortic balloon pump (iabp) experienced autofill failure. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, e1 initial reporter name, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b6, b7, e3, h6 health impact code. Additional phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. During the diagnosis, the problem was found in the bimba cylinder. The fse adjusted the full sensor and the problem was resolved. Performed functional tests successfully. The unit was returned to the customer in working condition.